Event description:
Patient was reported to be experiencing dysphagia and voice alteration after battery replacement occurred. It was noted that the events are occurring outside of stimulation. Patient was noted to be getting an swallow evaluation and endoscopy performed. It was later reported that the patient was experiencing vocal cord paralysis since reimplant in (B)(6) 2020. The physician believes that vocal cord paralysis is due to stimulation. Physician is correlating the paralysis to previous full revision. The device was disabled but this did not help the patient. He believes the device was within normal limits. No additional relevant information has been received to date.

Manufacturer narrative:
B5. Corrected description, initial report: inadvertently listed generator replacement when patient had full system replacement. D1. Corrected brand name, initial report: inadvertently listed generator as suspect product instead of lead. F10. Corrected component code, initial report: inadvertently listed g02002 instead of g07001.

Event description:
Patient had a full system replacement, not just a generator replacement.